Event description:
Additional information stated that the patient had recently undergone a pump refill prior to the infection. The patient was being treated with intravenous antibiotics.

Event description:
It was reported there was an infection at the pump pocket. Patient and device information were unknown at the time of this report. The drug in the pump was baclofen. Additional information has been requested but was not available at the time of this report.